Event description:
Report rec'd indicated that an orbis sigma valve was implanted on november 26, 1997 in a 65 yr old female pt for treatment for a tumor related hydrocephalus. The pt presented with recurrence of hydrocephalus signs. The valve was explanted on november 28, 1997, and replaced uneventfully. The pt condition was reported as satisfactory.